Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the glenoid component. However, this cannot be confirmed because the component was not returned for evaluation. Concomitant device(s): 300-01-13, (B)(4)- equinoxe, humeral stem primary, press fit 13mm. 300-01-11, (B)(4)- equinoxe, humeral stem primary, press fit 11mm. 300-20-02, (B)(4) - equinox square torque define screw drive kit. 300-10-15, (B)(4)- equinoxe replicator plate 1.5mm o/s. 310-02-44, (B)(4) - equinoxe, humeral head tall, 44mm (alpha). 300-10-45, (B)(4) - equinoxe replicator plate 4.5mm o/s

Event description:
As reported a patient experienced a conversion from an right anatomic shoulder to a reverse shoulder due to loosening of glenoid. The head, anatomic replicator plate, torque screw and glenoid was removed and replaced with a standard baseplate, 6 screws with locking caps, 36mm glenosphere, 0mm humeral tray and 36 0mm liner. Patient was last known to be in stable condition following the event. Devices not returned due to facility policy.